Event description:
A surgeon reported that a pt experienced "sands of sahara" (sos) syndrome after lasik surgery. Surgeon informed that the pt did not have any identified risk of inhalation, or bleeding. Antibioprophylaxis and operative filed preparation were performed according to protocols in the facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).